Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to methicillin-resistant staphylococcus aureus infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the ICD remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. This supplemental report is being filed to correct the entry in the h6: patient codes and patient code description and additional MFR narrative.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to methicillin-resistant staphylococcus aureus infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the ICD remains in service. Additional information indicates that the implantable cardioverter defibrillator (ICD) was successfully explanted.